Manufacturer narrative:
The attachment device was rec'd for eval. The attachment device was tested and it was observed that the attachment device failed the cutter insertion and lock operations test. Evidence indicated this was due to usage wear over time. The reported condition was confirmed. If add'l info is rec'd, a supplemental report will be sent.

Event description:
Report rec'd from the USA stating that it was "hard to attach the drill and hard to insert the bit" to the attachment device. The alleged malfunction was discovered during set-up for a craniotomy procedure before the pt entered the room. There was a 1-2 min delay in surgery. An identical attachment device was available. There was no add'l info provided.